Event description:
The pt developed a retroperitoneal bleed post angio-seal deployment. The pt was reported to be recovering. Numerous attempts to obtain add'l info from the user facility regarding this event have been unsuccessful, however, the user indicates the incident was not caused by the device.